Event description:
Clinic notes dated (B)(6) 2007 revealed that the pt was diagnosed with sleep apnea. However, the date of diagnosis and the relationship to vns is unk. No add'l info is given in the notes regarding the diagnosis, including onset or contributing factors, it was reported that the pt was taking ambien for sleep. Attempts for add'l info have been unsuccessful to date.